Event description:
A pt was treated with 1 unit of apligraf in 2001. The unit was applied to 2 venous leg ulcers, one on the right leg, and one on the left leg. An apligraf recall of one mfg lot containing 110 units was initiated on 12/7/01 due to possible contamination with staphyloccocus cohnii. This unit was part of that recall. In response to notification of the recall and request for pt follow-up info,the treating physician reported in 2001 that there was an area in one wound that may have been contaminated. The physician cultured the wound and was awaiting results. In 2002 the physician provided additional info. He stated that the ph had been within acceptable range upon receipt and the appearance of the unit was normal. At a follow-up visit, one ulcer presented with yellow/green discharge and a foul odor. He reported that the culture results showed multiple bacteria, but not staphylococcus cohnii. The physician initiated treatment with levofloxacin and the pt responded well. The physician assessed the event as possibly related to apligraf.